Event description:
While surgeon was peforming a wrist arthroscopy, a piece of the disposable shaver blade broke off inside the joint. Surgeon was able to retrieve the piece and there was no pt injury.